Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user experienced wound healing problems and the skin over the device was not intact. The device has been explanted.

Event description:
The user experienced wound healing problems and the skin over the device was not intact. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the received information the device was explanted due to extrusion through the skin, most likely caused by wound healing problems and pressure applied to the skin. This is a final report.